Event description:
The customer was hospitalized for high bgs. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. The high-pressure test passed within specifications. It was found that the customer was using manual injections to bring bg's down, which did not help. Customer was changing out the infusion set every fourth day instead of two to three days. Instructed customer to change the set and use manual injections as per md protocol.